Event description:
A pt had ingested the contents of a vial of preservcyt solution. At the time there was no pt specimen in the vial. Cytyc's technical support faxed a material safety data sheet for preservcyt solution to rep. The doctor's office also contacted poison control center. The pt was given fluids at the doctor's office and then transported to hosp for follow up. The doctor's office reported that the hosp ran electrolyte levels and continued to give the pt fluids. It was reported that the pt was released from the hosp after being observed for about 2 hours, having shown no signs of adverse reaction. Technical support has not received any reports of adverse reaction in this case since it was reported to cytyc. If cytyc obtains additional info it will be forwarded to the FDA via a supplemental report.